Event description:
I had the infuse implanted inside of me during back surgery and I suffered serious injury including pain and physical limitations, and I have been advised to have bladder surgery by my m.d.